Event description:
The customer reported that she noticed insulin in the reservoir chamber when she removed the reservoir. The customer stated that she can not determine the location of the leak. The blood glucose reading was 221mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.